Manufacturer narrative:
On (B)(4) 2013, the patient's spouse spoke with customer technical support and denied any issue with the display screen of the current pump. The spouse stated that the original reporter (the patient's certified diabetes educator) misunderstood that the patient was talking about old pumps that are no longer in use. The display complaints on the old pumps were captured in 2005 and 2009.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated the pump display screen was dim and hard to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.